Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
It was reported in clinic notes received for the patient¿s replacement that the patient had signs and symptoms of infection noted. The clinic notes also stated that the incisions were healing well. No interventions were noted. Device history records were reviewed and the generator and lead were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional information is available.